Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. Accuracy testing was performed using an in-house retained reagent kit of architect tsh assay lot 71275ui00. All specifications were met, indicating acceptable performance of this assay lot. No returns were made available from the customer site. The architect tsh assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that on (B)(6) 2017, one patient sample generated an architect tsh assay result of 25.208 uiu/ml on an architect i2000sr analyzer (reference range of 0.400 to 5.000 uiu/ml). The patient's physician questioned the result and the sample was sent to a reference lab on (B)(6) 2017 where a tsh result of 90.91 uiu/ml was generated (method unknown; reference range of 0.40 - 4.50 uiu/ml for patients older than 20 years old). The patient was redrawn on (B)(6) 2017 and generated an architect tsh result of 41.112 uiu/ml (sample was not sent out for further testing). The customer uses a cut-off value of 30.0 uu/ml for treatment decisions. This is a new patient at this customer site and there is no prior treatment history available. There is no impact to patient management reported.